Manufacturer narrative:
The UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown size epic max valve was implanted in the fall of 2023. The transvalvular gradient of following implant was less than10 mmhg. Several months later, the patient had symptoms of shortness of breath and underwent evaluation with a transthoracic echocardiogram (tte) demonstrating an elevated transvalvular gradient. Tee reveled leaflet thickening with decreased leaflet movement consistent with thrombus formation. The patient was started on eliquis and subsequently the transvalvular gradient improved. The patient is continuing to be monitored.

Manufacturer narrative:
An event of thrombus and valve stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. It was indicated that tee reveled leaflet thickening with decreased leaflet movement consistent with thrombus formation. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 23mm epic max valve was implanted in the patient. The transvalvular gradient of following implant was less than10 mmhg. On (B)(6) 2024, the patient had symptoms of shortness of breath and underwent evaluation with a transthoracic echocardiogram (tte) demonstrating an elevated transvalvular gradient. Tee reveled leaflet thickening with decreased leaflet movement consistent with thrombus formation. The patient was started on eliquis and subsequently the transvalvular gradient improved to 36/18. Due to thrombus formation patient was put on apixiban. The patient was reported stable and continuing to be monitored.